Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that there is a difference in handling of the subject device or reprocessing steps between olympus' recommendation and the user facility. The user refused conduction of on-site reprocessing training. Therefore, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed or additional information provided, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the subject device was not being reprocessed correctly for the tjf-q190v. She reported, it is unknown how long the facility was not reprocessing the subject device. A request for additional information is in progress. There was no report of patient harm or user injury associated with this event.